Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer replaced the batteries but the issue was not resolved. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
All of the buttons functioned properly however; the up arrow button was found flat button dome. The connector was inspected and locked on the lcd board. The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. No rewind anomaly noted. All the operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and no low battery alarm noted. The insulin pump passed a21 error test and no a21 alarm noted. The insulin pump was programmed with the current time and date, monitored and tested with the time and date functioning properly. No a13 alarm noted. However, the insulin pump received with cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.